Event description:
Boston scientific received information that noise was observed on this atrial lead and atrial tachycardia responses were noted and replicated with isometrics. As a result this patient underwent a surgical procedure to revise the atrial setscrew. During this revision the physician noted the atrial pin appeared to not be fully inserted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Information verified that the allegation was against a non-boston scientific atrial lead and not this ventricular lead.